Event description:
It was reported that the lens vaulted (z-syndrome) 10 months post implant. Multiple yag procedures were performed. Subsequently, the lens was explanted and replaced with another model lens. Sutures were used. No additional info was provided. Additional info has been requested.

Manufacturer narrative:
The lens has been returned and is currently under eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.